Event description:
Patient reported, right side "a previous right side removal, due to their body "rejecting", "lymph node removal. Not related to implant". And "body immediately rejected the implant shortly after surgery. And stated, to have developed lymphedema in the right side arm implant" and "textured". Device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphedema is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphedema.